Event description:
The patients vns was received by manufacturer with no reason for explant. It is unknown when or why the device was explanted and returned. Generator product analysis was preformed and high impedance was seen. Since the explant date was not provided, the high impedance will be captured. Product analysis of the lead was completed. No other relevant information has been received to date.

Manufacturer narrative:
H6 health impact: initial report inadvertently used f1905 instead of f1903.